Event description:
Report received of an incident involving a filter extension set which separated at the option-lok. The pt was receiving d5lr with 20meq of potassium at an unspecified rate via a triple lumen catheter. The tubing set up consisted of an abbott pump set which was attached to the filter set which was connected to one lumen of the pt's triple lumen catheter. The problem was discovered by the nurse who noted a blood loss described as an area of 12-14 inches in diameter on the pt's bed sheets. The pt was unaware of the problem. The clinician stated the "disconnection occurred at the lower part of the set at the option-lok". The lumen being used for the infusion had clotted. The nurse changed out the tubing set up and used one of the remaining two lumens to continue the infusion. The pt's hemoglobin and hematocrit were drawn within 24 hours of the incident and no blood transfusion was required. There were no critical therapy involved. There was no report of pt harm or adverse pt effect. Although requested, no add'l info was available.